Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock while the patient was sleeping on their left side. The patient was seen in the hospital, and a review of device memory confirmed the shock was delivered inappropriately due to oversensing of non-physiologic noise in primary vector. It was noted the patient has a high body mass index (bmi). Additionally, multiple similar untreated episodes were recorded. On provocative maneuvers at the pocket level, the physician found the presence of similar noise on the permanently activated primary vector. The physician therefore decided to reprogram the sensing vector on alternate 2x and monitor the patient more closely via the latitude remote patient monitoring system, scheduling an outpatient follow-up next week. Technical services (ts) was also consulted, and their findings and suggestions were discussed. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service. Additional information: this s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock while the patient was sleeping on their left side. The patient was seen in the hospital, and a review of device memory confirmed the shock was delivered inappropriately due to oversensing of non-physiologic noise in primary vector. It was noted the patient has a high body mass index (bmi). Additionally, multiple similar untreated episodes were recorded. On provocative maneuvers at the pocket level, the physician found the presence of similar noise on the permanently activated primary vector. The physician therefore decided to reprogram the sensing vector on alternate 2x and monitor the patient more closely via the latitude remote patient monitoring system, scheduling an outpatient follow-up next week. Technical services (ts) was also consulted, and their findings and suggestions were discussed. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service. Additional information: this s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. A firmware diagnostic download revealed no suspicious system errors or resets. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock while the patient was sleeping on their left side. The patient was seen in the hospital, and a review of device memory confirmed the shock was delivered inappropriately due to oversensing of non-physiologic noise in primary vector. Additionally, multiple similar untreated episodes were recorded. On provocative maneuvers at the pocket level, the physician found the presence of similar noise on the permanently activated primary vector. The physician therefore decided to reprogram the sensing vector on alternate 2x and monitor the patient more closely via the latitude remote patient monitoring system, scheduling an outpatient follow-up next week. Technical services (ts) was also consulted, and their findings and suggestions were discussed. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.